Manufacturer narrative:
Sample not expected to return for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, follow-up report will be submitted.

Event description:
Broken 1.2fr piccs (l-cath from argon) inserted on: (B)(6) 2021 - incident on: (B)(6) 2021. We think these breakages are related to the glue we use at insertion. I have some colleagues in other centers that say that this glue may have an effect on catheter material. Breakage resulted in PICC removal/replacement.